Event description:
The perfusionist reported that the inner filter was detached from the autotransfusion reservoir housing. Blood loss was 600cc. This issue was noticed during an autotransfusion blood salvage procedure. There was no pt involvement.

Manufacturer narrative:
This issue was noticed during an autotransfusion blood salvage procedure. There was no pt involvement. Pt information was not provided by the facility. Sorin group (B)(4) manufactures this autotransfusion reservoir. The reservoir is a component of the blood collection set. The incident occurred at (B)(6). This med watch report is filed on behalf of sorin group (B)(4). The perfusionist reported that the filter was disconnected from the autotransfusion reservoir housing. Sorin group (B)(4) received product for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete. The hospital reported this incident to the (B)(4). This medwatch report is being filed as a result of this action.